Event description:
End user called to complain of getting high results with the device's calibration test. This was confirmed from trouble-shooting by phone. The device was replaced and the defective one returned for investigation.